Manufacturer narrative:
(B)(4). Batch # t9432n. Investigation summary: the analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 4 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the clips were scissoring . This was after the clips were placed over a staple line. The scissored clips were removed and the procedure was completed with a like device with no patient consequences reported.